Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, pump possibly under infused, the end user reportedly was going to print the history to confirm the potential under infusion. Per reporter residual volume was: 28.1 ml, rate 2 ml.hr and 62.25 ml was given. No adverse patient effects were reported. No additional information is available at this time.